Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 20.9 mmol/l at the time of incident. Troubleshooting was done. The insulin did exit and the no delivery alarm did not recur. The customer also reported that the insulin pump failed battery test alarm and battery out limit alarm after inserting a battery. The insulin pump will not be returned for analysis.